Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a cotton tipped applicator. The customer reports that the cotton tip of the applicator fell into the wound while cleaning it. The piece of cotton had to be removed with forceps.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.